Manufacturer narrative:
The manufacturing location is unknown. Device manufacture date is unknown. The device date of manufacture is unknown; therefore, UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the small battery drive device motor was making a noisy strange sound and the handpiece had a defective motor. It was noted in the service order that the device handpiece made a strange noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.